Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the device did not operate. The ventilator's blower motor was replaced to address this issue.